Event description:
This ra lead was implanted on (B)(6) 2015 and still remains implanted at this time. The lead exhibited noise. The physician was unknown and the facility was (B)(6) hospital in denmark. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).